Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade unknown, crease/folding of implant.

Event description:
Patient reported left side "pain". Patient additionally reported "tightness and breast tenderness" confirmed via ultrasound. Patient later reported "pain", "capsular contracture baker grade unknown" and "although infolding of the implant was identified in multiple areas with undulations noted of the implant" diagnosed via mammogram and ultrasound. Device remains implanted.